Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, blood clots, clotting and occlusion of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required and will continue to require extensive medical care and treatment. As a further proximate result the patient, suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, blood clots, clotting and occlusion of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required and will continue to require extensive medical care and treatment. As a further proximate result the patient, suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion of the ivc filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, blood clots, clotting and occlusion of the ivc filter. Per the patient profile form (ppf), the filter was in place for more than 90 days and it was too risky to attempt retrieval. There were no documented attempts to remove the filter. The patient also has fear. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from a patient profile form that the filter was in place for more than 90 days and it was too risky to attempt retrieval. Future perforation and fracture are likely. There were no documented attempts to remove the filter. The patient also has fears of possible failure in the future.